Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 6:09 am, the result from the meter was 4.1 inr. At 9:00 am, the result from the laboratory was 2.7 inr. On (B)(6) 2018 at 7:11 am, the result from the meter was 4.1 inr. At 9:00 am, the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 1.9 to 3.1 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in warfarin dosage, no new medications, no diet changes, no illnesses, and no unusual bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.